Event description:
Adverse event(s): "no information" (no information). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A user facility reported an intraocular lens (iol) was implanted and removed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/24/2010 and 06/13/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4).